Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional contact information: (B)(6). (B)(6).

Event description:
An event occurred on an unspecified date involved an IV (intra-venous) tubing set where it was reported that the tubing set had black dots with them. There was unknown patient involvement and unknown patient harm reported.